Event description:
It was reported that customer is seeing black pixels within their CT scan. Image looks normal in dicom viewer. There was no report of mistreatment. No further info was reported.

Manufacturer narrative:
Note: device version 3.30.00.